Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history lot review was completed for this lot and there was no complaint found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the trocar broke during attempt to implant the second stent from a trabecular micro bypass stent system. There was not report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: d10, g3, h3. Evaluation of the returned device was completed. There was no injector returned with the rest of the product; therefore, the injector evaluation was not performed. The injector¿s splayed trocar was found broken at the proximal root of the splay. The broken tip of the trocar was the only part of the trocar returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per man. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Review of images for surface features of the trocar indicate a tensile failure. A review of x-ray images for the specified lot#, revealed that accepted device contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the firing of the stent. MFR# reference: (B)(4).